Manufacturer narrative:
The field service engineer (fse) discovered a blood clot in the drain pump tubing and replaced pinch valves tubings (lv13, lv14 and lv15) to resolve the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported fluid leaked outside the unit involving coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer has an exposure control/risk management plan at the facility. The field service engineer (fse) assessed the unit at the facility.